Event description:
It was reported that the patient presented for a routine pacemaker interrogation. Upon interrogation, the pacemaker was found in backup vvi mode. The pacemaker was reprogrammed to resolve the issue. The patient was in stable condition throughout the procedure.

Event description:
It was reported that the patient presented for a routine pacemaker interrogation. Upon interrogation, the pacemaker was found in backup vvi mode. The pacemaker was reprogrammed to resolve the issue. The patient was in stable condition throughout the procedure.